Event description:
Veterinary facility reported that the small battery drive 14.4v battery shows the symbol that the battery is fully charged and works when placed in the drill. Once the drill is placed on a bone and pressure is applied the power gives out. The small battery drive seems to be working properly but when pressure is applied to bone it does not drill into the bone. The facility does not know if the problem is with the devices or the charger. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device was used in a veterinary case. No patient information will be reported. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is 21-feb-2011. The source of the manufacture date is docusphere. (B)(4).